Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify watchdog timeout alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 266 mg/dl at the time of incident. Customer stated that the time was not advancing. The insulin pump will be returned for analysis.